Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse checked by taking the ECG cable for testing and found no signal, tested approximately 2 to 3 times, and suddenly an ECG came up. The fse returned at a later date and confirmed normal function of the iabp unit. The fse test ran the iabp unit and returned approximately four (4) days later and confirmed that no warning messages had been generated. The fse again confirmed normal operation. At this time, the iabp unit has not been cleared for use pending repairs for an unrelated issue reported on a separate medwatch report. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) was not having an ECG signal. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person).

Event description:
N/a.